Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: device return to manufacturer (d10). UDI: (B)(4).

Manufacturer narrative:
Additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of arthroscopic meniscus arthroplasty of the knee, after 1st firing, the needle was broken off. The complaint device was received and evaluated. Visual observations confirm that the device was found broken in two pieces and the silicon sleeve was remaining on each piece. The complaint can be confirmed. The device was sent to an external laboratory for further investigation, the evaluation revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. Macroscopic plastic deformation, 45° fracture faces, and damage at the needle attachment provide additional evidence that the failure was likely induced by mechanical deformation leading to ductile overload. A manufacturing investigation was requested for issue reported with the following result: this batch of product was processed without any incident. Nevertheless, there is no evidence of manufacturing anomalies. A closer analysis to the several controls and the assembling during the production has been done. There was no incident. The issue is not manufacturing related. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. The possible root cause based in the conclusion of the external laboratory for the reported failure can be attributed by mechanical deformation leading to ductile overload, besides, was not related with manufacturing anomalies according with results the manufacturing investigation. A manufacturing record evaluation was performed for the finished device lot number: 6l29007,and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the surgery of arthroscopic meniscus arthroplasty of the knee, after 1st firing, the needle was broken off. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.